Event description:
Customer reports two incidents of blood leaks at the arterial and venous luer connectors of tricea 150g dialzers that were connected to fresenius bloodlines. Estimated blood loss is 20cc per incident. Treatments were discontinued and resumed with new disposables and completed without incident. Customer denies patient injury or medical intervention.